Event description:
It was reported that t:slim x2 pump battery would not charge even when connected with tandem charging cable and wall adapter to a working wall outlet, and pump did not recognize charging connection after remaining plugged in for 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer tried a different charging cable without success, then received replacement tandem charging cable and wall adapter, changed both charging supplies, and pump began charging without any shutdown or inability to turn back on, so no further assistance was required.